Event description:
It was reported that the patient experienced dizziness and during a clinical check, intermittent pacing and "bad thresholds" were observed. It was further noted that "pacing was bad and the pacemaker could transmit a normal pacing pulse according to parameters set, but the pulse can not make myocardial cells excited." The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).